Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and unable to exit training mode due to bad battery. The customer's blood glucose value was 535 mg/dl. The customer treated with syringe. The customer stated that her pump was stuck in the rewind/prime sequence. The customer was assisted with self-test and it passed. The customer declined to troubleshoot for high readings. The product was not returned for analysis.